Event description:
Report received from an eye care professional that a pt presented in 2009, with foreign body sensation & some photophobia associated with wear of air optix night and day aqua lenses. Right eye - peripheral ulcer between 12 and 1 o'clock, no discharge, no anterior chamber reaction; left eye - irritation only (no ulcer). Prescribed zymar and ciloxion although not considered infectious. Follow up six days later, some staining still present od. Continue meds. Dry eyes ou noted. Two months later, meds discontinued. Ecp noted the lapse in follow up was due to the pt being unavailable to come into the office. Trial lens refit scheduled for near future. Additional information received from the ecp in the same month, that pt has not returned to office for follow up to date ant that event was considered to be infectious corneal ulcer with infiltrates, but that no culture had been performed. Several requests have been made for additional info, however, no further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious central corneal ulcer." Returned unopened blister paks were evaluated and found to meet specifications for all parameters tested. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.